Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04218 / 04219).

Event description:
Legal counsel for patient reported that patient is scheduled for a right hip revision procedure approximately eight years post-implantation but did not indicate why a revision procedure was necessary. This report is based on allegations set forth in plaintiff&#38112;complaint and the allegations contained therein are unverified.